Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving no delivery alarms. Troubleshooting was performed. The caller sated that before he programmed a bolus his blood glucose was over 200mg/dl. Then the customer programmed 5.0 units bolus, and the insulin pump stopped delivering at 2.65mg/dl. The blood glucose reading was 75mg/dl. The caller believes that the device was still giving him insulin even though he was getting the no delivery alarm, and his blood glucose dropped down. The customer checked his blood glucose later, and it came down to 57mg/dl. The customer did program several boluses, but it did not deliver the amount programmed, and he received 6.0 units of insulin. Further testing could not be performed as customer had thrown away the cannula. No additional information was provided.